Event description:
It was reported that while testing for sars-cov-2 on the bd sars-cov-2 reagents for bd max¿ system, a false positive result was produced for the n1 and n2 targets. Results were reported to the clinician, but the result was questioned and repeat testing was performed. A new sample was run from the original specimen tube, resulting in a negative outcome. The sample was also run on the cepheid, which also produced a negative result. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "customer had one discrepant, alleged false positve result on the bd sars cov-2 assay catalog# 44500301, lot# 2018234." Customer had a sample that was initially cov-2 positive (positive for both the n1 and n2 targets). The doctors' office questioned the result and asked the lab to repeat the test. A new sample was run (aliquoted from the original specimen tube -uvt) -the repeat was negative. The sample was also tested on the cepheid and the result was negative.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents kit (ref. (B)(4). Lot 2018234 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents indicated that lot 2018234 was manufactured according to specifications and met performance requirements. Customer reported one positive sample for n1 and n2 targets, which tested negative upon repeat with genexpert from the same specimen uvt tube. Customer provided one run file, containing the sample concerned by the complaint (run (B)(4). Position a2 from instrument ct1281). The customer¿s udp settings were verified and compared to the parameters listed in the latest bd sars-cov-2 reagent¿s instruction for use (B)(4). Two errors in the result logic of the customer¿s udp program were detected. The consequence of these errors is that the assay result logic for the n2 and rnasep targets are always based on the n1 target result. In other words, a n1 positive result would display a n2 and rnasep pos results on the instrument regardless of presence or not of n2 target amplification, and a n1 negative result would display a n2 and rnasep neg results on the instrument even when there is detected n2 or rnasep target amplifications. However, the displayed cov-2 result is not impacted by the changes in results logic for n1 and n2 since cov-2 results parameters have not been modified by the customers and are displaying the correct results. Bd recommends fixing the settings to match the parameters listed in the latest bd sars-cov-2 reagent¿s instruction for use p0252(07). The sample concerned by the complaint ((B)(4). , position a2) should have resulted in n1 pos / n2 neg / rnasep pos, while the result was n1 pos / n2 pos / rnasep pos, due to the incorrect udp setting. However, the reported result was positive for cov-2 and this is correct. Manual pcr curve adjudication of the sample revealed a late and low, but true amplification, for n1 target without anomaly indicative of true low positive results. Low positive sample can occur due to viral titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. It must be noted that genexpert® only detects the n2 and e gene targets and does not detect the n1 target. Therefore, with this assay, the customer cannot confirm the n1 positive result obtained with the bd sars-cov-2 reagents kit. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Nonetheless, no product issue is suspected. Also, there is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd sars-cov-2 reagents kit lot 2018234. The root cause was not identified. However, specimens at or near the assay limit of detection (lod) is the most likely cause to explain the customer¿s positive results and environmental contamination or cross contamination during controls preparation cannot be excluded. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no reagent issue was identified.

Event description:
It was reported that while testing for sars-cov-2 on the bd sars-cov-2 reagents for bd max¿ system, a false positive result was produced for the n1 and n2 targets. Results were reported to the clinician, but the result was questioned and repeat testing was performed. A new sample was run from the original specimen tube, resulting in a negative outcome. The sample was also run on the cepheid, which also produced a negative result. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "customer had one discrepant, alleged false positve result on the bd sars cov-2 assay catalog# 44500301, lot# 2018234" "customer had a sample that was initially cov-2 positive (positive for both the n1 and n2 targets). The doctors' office questioned the result and asked the lab to repeat the test. A new sample was run (aliquoted from the original specimen tube -uvt) -the repeat was negative. The sample was also tested on the cepheid and the result was negative."